Event description:
It was reported that during the laparoscopic sigma procedure, two devices showed no function after 2-5 minutes, display shows error code. The case was completed with the same like product. There was no patient consequence.